Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 1.6, lab: 2.2. Time between testing was reported as 5 minutes. Patient's therapeutic range was unknown.

Manufacturer narrative:
Investigation pending.